Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: this was an arteriotomy closure of the left common femoral artery using proglide devices after a transcatheter aortic valve implantation (tavi) interventional procedure using an 8f sheath. Reportedly, the sutures came out with the knot after deployment with three proglide devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the suture came out with the knot after deployment with three proglide devices relative to a transcatheter aortic valve implantation (tavi) interventional procedure. No additional information was provided at this time.